Event description:
Customer reported a patient with anti-d, -c did not react with vra137 cell 5. Customer was able to identify the anti-d, but due to the lack of reactivity with cell 5 (d- c+c+), the anti-c was not identified.

Manufacturer narrative:
Ocd performed retained testing and batch review. Satisfactory results observed. (B)(4).